Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lifetime ventricular sensing integrity counts up to 1927; ventricular tachycardia (vt)-ns and detected ventricular fibrillation (vf) episodes collected with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that during a device replacement procedure, the lead exhibited noisy episodes and high sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.